Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, upon initial inflation at 3 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a 2mm-40mm non-bsc balloon catheter. No patient complications were reported.